Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the failure. The third-party service agent replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to the therapy pcb assembly missing the hardware identification in the software, which caused the therapy pcb assembly to not deliver therapy. Once the hardware identification was installed, the therapy pcb assembly operated normally.

Event description:
It was reported to a physio-control service representative that during preventive maintenance the customer's device would not detect the defibrillation electrodes after they were connected to the device. Therefore the device would not be able to provide defibrillation therapy when required. There was no patient use associated with the reported event.